Event description:
A facsimile report was sent to chase medical by the chase medical distributor in singapore on 8/27/98 indicating that during use a dual stage venous return cannula (product code dwf-3651s) separated into two pieces at a local hosp on august 25, 1998. The cannula performed per its intended use and the procedure was completed successfully. The pt was discharged from the hosp following recovery.